Event description:
It was reported that during start-up, the ventilator generated a technical error code indicating a failure in the control printed-circuit board (pcb). There was no patient involvement reported. Manufacturer reference # : (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. Our field service engineer replaced the control printed-circuit (pc) board and conducted system tests before the ventilator was returned to service. No device logs have been received. Simulated-use tests and electrical measurements confirmed problems with the control pc board. When the cpu is cooled and heated, the control pc board will have different failure modes. Therefore, the conclusion in this matter is that the returned control pc board hardware was faulty and the cause for the reported failure is the cpu, or the soldering of the cpu to the pc board. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified by a generated high priority alarm and the corresponding technical error code. If the failure appears during startup, a technical alarm will be generated and ventilation cannot be started.

Event description:
(B)(4).